Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure modes for fm, gel smearing, and molding defect with the incident lots were observed. Additionally, evaluation/testing of the customer samples was performed and fm, gel smearing, and molding defect were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure modes for fm, gel smearing, and molding defect with the incident lot were observed. Additionally, evaluation/testing of the customer samples was conducted and fm, gel smearing, and molding defect were observed. Further investigation activities have been conducted through a CAPA for the confirmed fm and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. For the fm complaints, a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer sst blood collection tubes contained foreign matter described as "dirty tubes" and "embedded foreign matter" . No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter described as "dirty tubes" and "embedded foreign matter" . No serious injury or medical intervention was reported.